Event description:
The customer's boyfriend called and reported customer had received a button error alarm on the insulin pump. The call dropped.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.